Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one powerport MRI isp attached to a groshong catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture, leak and the identified deformation and wear issue, as two circumferential splits were noted approximately 9.5 cm and 10.2 cm from the distal end of the cath-lock. The edges of the circumferential split noted approximately 9.5 cm from the distal end of the cath-lock were noted to be smooth and rounded. The edges of the circumferential split noted approximately 10.2 cm from the distal end of the cath-lock were noted to be smooth and rounded. The identified break is typical of flexural fatigue, which is due to the repetitive, kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Event description:
It was reported that some time post port placement, the catheter allegedly damaged and leaked. The patient experienced swelling subcutaneously. The procedure was completed by removing the port system. The patient's current status was unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that some time post port placement, the catheter allegedly damaged and leaked. The procedure was completed by removing the port system. There was no reported patient injury.